Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6) 2018, non-osseointegration of the implant was verified. Patient presented with poor oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and swelling. No further patient complications were reported.